Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a site visit by bd representatives, the ICU staff reported a generalized complaint of channel disconnect during unspecified infusions. It was reported that the devices either do not power up, disconnect during infusions or a communication error. The biomed stated that there are minimal reports of iui connectors with corrosion.

Event description:
There was no report of patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit by bd representatives, the ICU staff reported a generalized complaint of channel disconnect during unspecified infusions. It was reported that the devices either do not power up, disconnect during infusions or a communication error. The biomed stated that there are minimal reports of iui connectors with corrosion. There was no report of patient harm.

Manufacturer narrative:
Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s report of damaged/corroded iuis.